Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 269 mg/dl. The customer stated that the insulin pump had no delivery alarm and it was resolved by complete set change. The customer was reported past event. The customer was advised the pump will be replaced and to refer back up plan. The insulin pump will be returned for analysis.